Event description:
It was reported that soon after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer tried reconnecting the fiber optic cable without success. They were then advised to disconnect the fiber optic and attempt to transduce the central lumen. A transducer and flush bag were already connected. This was successful and they were able to zero and resume pumping with an arterial line. The patient was later transferred to another facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: nursing director. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).